Event description:
Olympus medical systems corp (omsc) was informed that, during an open pancreatic resection, the 1st tb-0510ic was used. At the early stage from the beginning of use, the ptfe pad of the device was failed. Although he exchanged it with the 2nd tb-0510ic and continued the procedure, in the same way, at the early stage from the beginning of use, the ptfe pad of it was failed. The procedure was completed with a different device. There was no patient injury reported. After omsc received two tb-0510ics for evaluation, omsc confirmed that the ptfe pads of them were partially separated on (B)(6) 2015. There was no information about the order of the device use. This is the second of two reports.

Manufacturer narrative:
This MDR is regarding one of the two devices reported as failure devices. The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was worn and partially separated. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the ptfe pad was worn and partially separated due to activating output of the device by the user without grasping anything (including after the tissue separated) while the grasping section is closed. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the evaluation, this report appears to be related to user handling. Cross reference MFR. Report number 8010047-2015-00633.